Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old female who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced spontaneous right sided rupture and left sided device migration post procedure. The device migration was corrected through a capsulectomy procedure performed on (B)(6) 2012. The rupture was diagnosed through a physical examination. As a result, an explant was performed on (B)(6) 2022. The right sided rupture was reported initially under 1645337-2022-06755 on (B)(6) 2022. On july 25, 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint on (B)(6) 2022. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 30, 2022. In addition to the issues are already reported, the patient also experienced bilateral ptosis. Replacement with 530cc mentor memorygel boost breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).